Event description:
Customer reported a no delivery alarm which occurred while filling the tubing after a set change. He reported that he was problems with filling the reservoir and stated that he has to remove some of the insulin in order to put air into the vial. The blood glucose reading was 117 mg/dl. Customer stated that the issue was resolved by disconnecting and reconnecting the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.